Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind. Problem isolated to the mother board. The displacement test could not be performed due to the motor error alarm and the motor position encoder error alarm could not be confirmed due to erased history file. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error alarm. Blood glucose value was 201 mg/dl. The customer stated that the drive support cap appeared recessed and the insulin pump was not exposed to a high magnetic field. While checking the alarm history, the customer received a motor position encoder error alarm. The customer was able to rewind the insulin pump. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.